Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intermittent occlusion alarm occurred. Customer's blood glucose was in the 500's mg/dl. Elevated blood glucose was addressed with a manual insulin injection. Customer cleared the alarm and resumed insulin delivery.